Event description:
The customer reported that while the iabp was in use on a patient, the iabp alarmed gas gain in iab circuit. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative could not duplicate the gas gain alarm. In an unrelated repair, he replaced the executive processor board (part number:(B)(4)), after observing error codes 71 (internal communication failure) and 54 (nvram fault) in the error logs. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4)